Event description:
Customer reports 2nd and 3rd contacts are darkened on the inform meter. Location of testing was not provided. No actions were taken and no adverse event reported. A request was made for return of the suspect product and a replacement was sent.